Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 326 mg/dl. The customer had no symptoms at the time of the called. High blood glucose was treated with manual injections. Troubleshooting for high blood glucose. Troubleshooting was performed. The drive support cap appeared slightly dented. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Tubing clamp will be sent in order to perform high pressure test as high blood glucose persisted. Insulin pump is not expected to return.